Event description:
Bleeding due to "cuff-roll" upon removal. The indwelling period was 30 days.

Manufacturer narrative:
The complaint of the distal end of the balloon being too thick (cuff roll) is confirmed, the exact root cause of the cuff roll is undetermined. During functional testing the balloon was inflated with a 20cc syringe filled with water. The balloon inflated with no difficulty and no leaks were observed during inflation. During water retraction the walls of the balloon were observed collapsing in a uniformed manner. The incident of (cuff roll) was observed upon deflation of the balloon. The (rolling) of the balloon material is located at the distal end of the balloon. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.